Event description:
Same case as MDR ID#2134265-2013-05189 and MDR ID #2134265-2013-05188. It was reported that during an unspecified procedure, motor drive unit failed to do automatic pullback. The 80% stenosed target lesion was located in the diagonal artery. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during preparation the motor drive unit failed to performed automatic pullback with clutch engage error. Manual pullback was done once and it was successful. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID#2134265-2013-05189 and MDR ID #2134265-2013-05188. It was reported that during an unspecified procedure, motor drive unit failed to do automatic pullback. The 80% stenosed target lesion was located in the diagonal artery. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during preparation the motor drive unit failed to performed automatic pullback with clutch engage error. Manual pullback was done once and it was successful. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).